Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found the product to be damaged. Examination of the returned device found that the impactor has cracked. A fragment was also found to be broken off. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tray was being reset after it was used in a procedure and the femoral impactor was noticed to be cracked.